Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was monitored for several days and no unexpected failed battery alarm anomalies noted. The insulin pump had stripped battery cap coin slot, minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the battery cap on the insulin pump is broken. Customer stated that she wiped it down and when she was reinstalling the cap, it broke off. Customer stated that she had a failed battery test alarm and the pump is currently alarming. Customer stated that she thinks that she did not screw on the cap correctly. Customer was changing the battery when the issue occurred. Troubleshooting was performed and it was found that the battery compartment is corroded. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan and discontinue use of the pump.